Event description:
Event description cpi received information that this implantable cardioverter defibrillator(ICD) system is exhibiting loss of capture with pacing. An xray revealed a possible wire fracture.